Event description:
A malfunction code was reported. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer was able to reset it with their assistance. The customer was advised to monitor the device and contact support if the malfunction recurs.